Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin therapy. In addition, it was reported that the customer experienced a low bg of 50 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.